Event description:
It was reported that the patient experienced pain and soreness under the battery on the right side of the chest. It was noted that the patient¿s battery was replaced in (B)(6) 2012. It was unclear if the replacement was related to the pain / soreness. It was noted that the patient had other ongoing medical issues.

Manufacturer narrative:
Product ID: 3389s-40, lot# v087151, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).

Event description:
Additional information received reported the patient had passed away. It had been over a year and they did not think the parkinson¿s or the deep brain stimulator (dbs), toward the end of the patient¿s life, were even their problem.